Event description:
Customer reported the insulin pump was unresponsive. Customer's blood glucose was 174 mg/dl. Customer reported, the device was in the cooler but it was working after that, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.